Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump's drive support cap had broken off of the insulin pump. Customer's mother stated that this occurred during the rewind process. The caller also reported that the customer was currently hospitalized due to an infection. The customer's mother stated that the customer had a fever and high blood glucose levels. Blood glucose level at the time of admission was 180 mg/dl. The caller reported that the insulin pump's drive support issue was causing the customer to not get insulin. Customer's mother was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with a detached end cap. The functional testing could not be performed due to this anomaly. A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, and a cracked case near the display window corners were noted during the visual inspection.